Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further discovered that MDR ID: 2134265-2013-04995 and MDR ID: 2134265-2013-04307 were reported as duplicate reports to MDR ID: 2134265-2013-04115.

Event description:
(B)(4). It was reported that post stenting procedure, in-stent restenosis occurred. In (B)(6) 2013, the patient presented with myocardial infarction with unstable angina. Cardiac catheterization was performed which revealed two target lesions. The first target lesion is a 95% stenosed target lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.00mm and lesion length of 15mm. The lesion was predilated with an unspecified balloon catheter and placement of a 3.00x20mm study stent which resulted to 0% residual stenosis. The second target lesion is a 75% stenosed target lesion located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.50mm and lesion length of 23mm. The lesion was predilated with an unspecified balloon catheter and placement of a 2.50x28mm study stent which resulted to 0% residual stenosis. In addition, a non-target lesion located in the proximal left anterior descending artery was treated with the placement of a 3.00x12mm unspecified drug eluting stent. One day post procedure, the patient was discharged on aspirin and clopidogrel. Post stenting procedure, patient was discharged home but still continued to have chest pain associated with shortness of breath. Corelab baseline angiography results revealed 45% branch percent stenosis in the first diagonal. Post procedure angiography revealed 70% branch stenosis in the first diagonal. Six days post baseline corelab angiography follow up results revealed 80% branch percent stenosis in the first diagonal. Repeat coronary angiography revealed 60% ostial stenosis in the previously deployed proximal non-study stent which was not optimally apposed and 80% right main stenosis of the previously deployed stent. Three weeks post stenting procedure, the patient continued to have chest pain associated with shortness of breath and the patient was hospitalized on the same day. On review of the previous angiographic report, the patient was scheduled for coronary artery bypass graft. One month post procedure, three vessel coronary artery bypass graft was performed with the saphenous vein graft extending to the posterior descending artery; with the right internal mammary artery/left internal mammary artery to the first obtuse marginal artery and the right internal mammary artery/left internal mammary artery to the left anterior descending artery. In june 2013, the patient was discharged.